Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site address), h6 (investigation findings, investigation conclusions)

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the intra-aortic transray plus 35cc balloon (iab) inserted from femoral artery (no excessive meandering or calcification) and was working fine, but the pressure waveform became jagged, but pumping was possible without any problems. After that, the waveform no longer appeared. No harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h11 corrected field: d9 device available for evaluation, h3, h6 type of investigation and investigation findings the product was returned with the membrane completely unfolded and blood found on the iab exterior and between membrane and sheath. The non-maquet sheath was returned covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 74.2cm and 52.1cm from the iab tip. The three-way stopcock and extender tubing were also returned. A sensor output test was performed, and the sensor was found to be within specification.the reported event of ¿iab - fiber optic sensor failure¿ cannot be confirmed by the evaluation, the sensor was tested and was found to be within specification. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N/a.